Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to perform specific troubleshooting steps, but the customer was unable to deliver a bolus due to a cartridge alarm. As a result, a replacement pump was arranged by technical support, and the customer reverted to an alternate method of insulin therapy.